Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6, h11. MDR section codes updated/corrected: a. The reason for the revision cannot be confirmed from the information provided but may be the result of an unspecified infection which led to loosening of the glenoid baseplate. Potential contributions of user or patient-related considerations to the event cannot be assessed as the devices were not returned for evaluation and no images, radiographs, or relevant clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) reported concomitant device(s): 300-01-13 - eq humeral stem primary, press fit 13mm: (B)(6), 320-42-03 - equinoxe rev 42mm humeral liner +2.5: (B)(6), 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6), 320-15-08 - eq sup/post aug, r rs glenoid baseplate: (B)(6), 320-01-42 - eq reverse 42mm glenosphere: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A review of complaint history was unable to be performed as the relevant device and event information was unknown. A definitive root cause was unable to be determined; however, may have resulted from an unspecified infection which led to loosening of the glenoid baseplate. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported, that the patient underwent an initial total shoulder replacement on the right side with competitor's devices; then revised to exactech products for unknown reasons. Subsequently, the patient experienced an infection with loose baseplate. As a result, approximately 2 years after initial replacement, the patient underwent explantation of devices and implantation of antibiotic spacer to right shoulder. No further impact to the patient was reported. No other information available.